Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete information on how to reset the pump, and the caller was instructed to perform the reset and follow up if the issue continued.